Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that a variance in pace impedance measurements was reported when it comes to the right atrial lead, with the values being out of range. In addition, minute ventricular (mv) oversensing was seen on the right atrial channel due to the high impedance condition. Boston scientific technical services (ts) discussed performing x-ray imaging as well as movements maneuvers to determine the root cause of the reported observations. No adverse patient effects were reported. The device remains implanted.